Event description:
It was reported extended charge time was observed during an in-clinic interrogation. A previous session records revealed the charge time had occurred before device was implanted while the device was still in the box. Capacitor maintenance has not been performed. Dft was performed and normal charge time was observed. The session records were suggested to be sent for further evaluation. The patient will return for a follow-up in three months.

Event description:
It was reported that extended charge time was observed during an in-clinic interrogation. A previous session records revealed the charge time had occurred before device was implanted while the device was still in the box. Manual capacitor maintenance was not performed. Dft was performed and device charged appropriately. At subsequent follow-up, capacitor maintenance was performed with normal charge time.

Manufacturer narrative:
(B)(4).